Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system was exhibiting high out of range right ventricular (rv) shock lead impedance above 2000 ohms. The patient had a low frequency treatment the day of the oor measurement, but noise was reproducible with isometric maneuver. This ICD system remains in service. No adverse patient effects were reported.